Event description:
A medtronic rep reported an ent landmarx case in which the surgery was completed without the use of the stealthstation due to software freeze. Software would not see camera or instruments during the case. The event occurred prior to registration and there was no impact on pt outcome.

Manufacturer narrative:
The system was evaluated at the site. The software was re-installed and the reported issue was not able to be duplicated by medtronic personnel. The system was fully functional.